Event description:
12:15 pm pt given albuterol treatment. At 12:30 pm the vent alarm went on. Nursing staff went into check pt. Humidification alarm was sounding. While checking the pt both the filter and vent tubing popped off the vent. Pt was not in distress but was nervous. The respiratory therapist ambued the pt & gave albuterol treatment. Pt remained stable. Rptr questions whether albuterol neb created a "foaming action" and interfered with the functioning of the vent circuit.